Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during normal use. The customer's blood glucose reading was 367 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir and insulin did exit the tubing. The customer indicated that 6 previous reservoirs were not working properly. The customer indicated that sometimes there are air bubbles in the tubing or reservoir and customer was advised on how to get rid of the air bubbles.